Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was reproduced. System error 345 was verified through a review of the event history log and found to be caused by a failed downstream sensor. The failed downstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. The customer also reported "no known issues during patient therapy. Issues where discovered during in house testing." Any patient involvement, injury or medical intervention is unknown.